Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Control solution testing was performed and no issues were performed. All results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 66 mg/dl, 232 mg/dl and 222 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 66 mg/dl, 232 mg/dl and 222 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.